Manufacturer narrative:
(B)(4). It was reported in a follow up that on an unreported date, the patients fluid was clear. The patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. The patient was treated with injection reflin (1 gram, once daily, intraperitoneal, duration not reported) and injection fortum (1 gram, once daily, intraperitoneal, duration not reported) for peritonitis. The outcome of the event was unknown. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3.